Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. The carotid wallstent monorail used in the procedure had a diameter that was 7mm and the length was 30mm. Cerebral protection filterwire ex (190 cm) was used. The "ussv" balloon catheter was used for the pta procedure. No heart rhythm stimulant or vasodilator was used during the procedure. The procedure was technically successful. There was successful placement of the stent at the intended site and successful use of the cerebral protection device with 0-29% residual stenosis. Post-procedure the carotid stent was patent with 10% residual stenosis. The patient was asymptomatic with no complication less than 24 hours after the procedure. The patient had a six-month follow up visit in (B)(6) 2008. The carotid stent was patent with 20% stenosis. The patient was symptomatic, sensory system was not normal but it was unchanged from the last visit. In (B)(6) 2008 the patient experienced a transient ischemic attack (tia). No other data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).